Event description:
Device malfunction: clip failed to deploy and device difficult to remove. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician attempted arteriotomy closure of an unspecified vessel using a starclose se device after an unspecified procedure. Reportedly, the clip failed to deploy and the device was difficult to remove. The device was ultimately removed and the method used to achieve hemostasis was not reported. There were no reported adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received.